Manufacturer narrative:
The referenced driveline infection was reported under medwatch MFR report# 2916596-2017-01962. Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device - 64 days. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6)2017. It was reported that during admission for a driveline infection, the lvad system was also producing power elevations. The patient was reported as being asymptomatic. A ramp echocardiogram did not suggest thrombus. A heparin infusion was initiated until the lactate dehydrogenase levels declined and powers normalized. There was no dark urine, decreased lv unloading or heart failure symptoms. The patient stabilized and was discharged home successfully. No additional information was provided.

Manufacturer narrative:
The report of elevations in pump power was confirmed based on a review of the submitted system controller log file data; however, a cause for the recorded alarms could not be conclusively determined through this evaluation. A ramp study performed at the time of the event showed no evidence of thrombus. A heparin infusion was initiated until the patient¿s lactate dehydrogenase levels declined and pump power normalized. The patient stabilized and was subsequently discharged home. No further related events have been reported. The device remains implanted and the patient remains ongoing on vad support. A review of the device history records for the pump revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.